Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, red particles, a deformation and weight to the spec. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reports "dramatic deformation of both mammary glands". Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports right side "dramatic deformation of both mammary glands" and "there are small impairments on the right implant". Device has been explanted.